Event description:
It was reported a peripherally inserted central catheter (PICC) was successfully placed for tpn and antibiotic treatment. Post placement, a leak was noted in the catheter just distal to the suture wing. Another device was successfully placed for continuation of treatment. No patient complications were reported in this event. This device was received and evaluated by this manufacturer. The engineering evaluation indicated that the catheter wall had a slit approximately 1/8 inch from the distal end of the overmolded suture wing, the blue minor lumen. As a lot number was not provided, a lot history search could not be performed. Company believes user technique may have contributed to this event. However, company is unable to determine the relationship between the device and the cause for this event. The directions for use outline appropriate placement, access and maintenance procedures.